Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('ablation due to hemorrhaging from the essure') and fallopian tube perforation ('perforated tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), rash ("skin rashs"), abdominal distension ("constant bloating"), vaginal discharge ("vaginal discharge"), headache ("headache"), menstrual disorder ("horrible periods"), pelvic pain ("pelvic pain"), back pain ("back pain") and adenomyosis ("andymosis"). The patient was treated with surgery (abalation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, fallopian tube perforation, rash, abdominal distension, vaginal discharge, headache, menstrual disorder, pelvic pain, back pain and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, back pain, fallopian tube perforation, genital haemorrhage, headache, menstrual disorder, pelvic pain, rash and vaginal discharge to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : rash, abdominal distension, vaginal discharge, headache, menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('ablation due to haemorrhaging from the essure') and fallopian tube perforation ('perforated tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), rash ("skin rashs"), abdominal distension ("constant bloating"), vaginal discharge ("vaginal discharge"), headache ("headache"), menstrual disorder ("horrible periods"), pelvic pain ("pelvic pain"), back pain ("back pain") and adenomyosis ("andymosis"). The patient was treated with surgery (abalation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, fallopian tube perforation, rash, abdominal distension, vaginal discharge, headache, menstrual disorder, pelvic pain, back pain and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, back pain, fallopian tube perforation, genital haemorrhage, headache, menstrual disorder, pelvic pain, rash and vaginal discharge to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: rash, abdominal distension, vaginal discharge, headache, menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New events added: pelvic pain, back pain, adenomyosis, genital hemorrhage, fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.